Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of a -5.0/4.0/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to refractive surprise. Repositioning did not resolve the issue. Cause of the event is unknown. H6: work order search - no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.00/4.0/082 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was repositioned but that did not resolve the problem. On (B)(6) 2023 refractive treatment (prk) was performed and the problem was resolved. The lens remains implanted. Additional data provided: "patient is happy!". The reporter indicated the cause of the event is unknown. H6: health impact code: "4625 - additional surgery: refractive treatment (prk) was performed" should be added. H6- medical device problem code:"2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Refractive surprise was observed.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).